Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the atrial leadless pacemaker (lp) was sprung. The lp was removed and a different device was implanted. The patient was in stable condition.